Event description:
It was reported that patient received inappropriate therapies for svt. Patient experienced af with rapid ventricular response. Patient had recently stopped taking their medication. Reprogramming was recommended.